Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after eating breakfast, the user experienced hyperglycemia with a highest reported value of 393 mg/dl while using the ilet and a cd 23 6 mm infusion set, later discovering the infusion set had been inserted with the needle cover in place, resulting in failed insulin delivery and elevated glucose. Symptoms included hyperglycemia without ketone testing, without dizziness, loss of consciousness, or diabetic ketoacidosis, and without need for assistance. Outcomes included prolonged elevated glucose above 180 mg/dl for approximately three hours, alerts for glucose over 300 mg/dl for over 90 minutes, no use of backup therapy, no professional medical intervention, and subsequent return to in-range glucose after the infusion set was replaced. Investigation included troubleshooting and user education on proper infusion set insertion and verification of insulin drops. Investigation of this case revealed incorrect infusion set deployment that impeded insulin absorption, consistent with an infusion set use error and connection issue. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion with the needle cover left in place.